Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of ¿sleeve fall off¿ with the incident lot was observed. A review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation. Based on evaluation of the customer photo that was received, the customer¿s indicated failure mode of ¿sleeve fall off¿ with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. (B)(6) device manufacture date: unknown. Investigation: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that the stopper of the bd vacutainer® single use holder tube came off and blood leaked. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: there was no sample and/or photo available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. Additional information: it was reported on the initial MDR that blood leaked due to stopper coming off the tube. The customer later stated that this was incorrect and that the blood leakage occurred during blood collection.